Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2015 stated that the blue fos slide and black cal key connected to the pump prior to insertion and it is then that the user recognized that the fos did not work. So it happened prior to inserting the device into the patient. The device was replaced. Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of unable to get fos signal is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that on (B)(6) 2015 we inserted an intra-aortic balloon (iab) for a patient. The device did not recognize the fiberoptix sensor (fos) of the balloon which was 40 cc and the messages that were displayed were "connect cal key" and "plug fiber optic captor." We have contacted the pharmacy who provided us with another balloon of same size, but difference lot number. Everything was ok then. The fos signal was obtained and all worked fine. Additional information received stated that there was a delay in the iab insertion. The patient was agitated on the operating table which was increased by the wait. We had to call the resuscitation unit for sedation on the coronary table.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that on (B)(6) 2015 we inserted an intra-aortic balloon (iab) for a patient. The device did not recognize the fiberoptix sensor (fos) of the balloon which was 40 cc and the messages that were displayed were "connect cal key" and "plug fiber optic captor." We have contacted the pharmacy who provided us with another balloon of same size, but difference lot number. Everything was ok then. The fos signal was obtained and all worked fine. Additional information received stated that there was a delay in the iab insertion. The patient was agitated on the operating table which was increased by the wait. We had to call the resuscitation unit for sedation on the coronary table.